Event description:
It was reported that the purchasing agent stated that the operating room informed her that the "wire wouldn't pass through the above sleeve they had opened to use. They opened a new one it worked fine."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.